Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on continuous glucose monitoring. High bg cause was unknown. Customer gave a correction bolus via the pump and a manual injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 299 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.